Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management" (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding the patient was experiencing was thought to have been caused by the complexity of their medical management. It may have been related to the implant procedure as the bleeding occurred post operatively. A tracheostomy was not performed. Chest x-rays and computed tomography (CT) were performed. The patient experienced some respiratory distress. The patient became hyperventilated by the administration of sedatives, so the patient was placed under respiratory control to be on the safe side. After drainage, hemostasis was obtained by blood transfusion. No additional surgery was performed. As of (B)(6) 2022, the patient was under follow-up as an outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing respiratory failure and major bleeding in their thorax. The patient was transfused with less than four units of red cell concentrate in a 24 hours period. At the time of the event the patient was on warfarin and heparin. The patient was intubated for one day due to the respiratory failure.